Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final repot.

Event description:
Audiologist reported that high impedance was noted on 2 electrode channels 3 months ago, but on (B)(6) 2024, high impedance was noted on 7 channels. The user reported that he could no longer hear anything except a faint sound. After providing a loan processor, and this did the same. The user experienced a sudden change on (B)(6) 2024 and there was no change with the in no change with the loan processor. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Audiologist reported that high impedance was noted on 2 electrode channels 3 months ago, but on (B)(6) 2024, high impedance was noted on 7 channels. The user reported that he could no longer hear anything except a faint sound. After providing a loan processor, and this did the same, an appointment was made for a device assessment.